Event description:
During an alif at l4-5, the surgeon reportedly put the detachable temporary fixation pin through a branch of the vena cava. The pin was removed, bleeding was stopped and procedure completed. Blood loss was 2 liters. Emergence from anesthesia was prolonged. Pt was discharged on post op day # 4.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed; no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.